Manufacturer narrative:
Evaluation summary: medtronic conducted an investigation based upon all information received. The device was not returned, but a photo was available for evaluation. Visual inspection noted malformed staples were shown inside the patient cavities. It was reported that the device initially fires, but failed to complete the firing cycle. The reported issue was confirmed. The most likely cause could not be established from the information available. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Title: journal of surgical research: early postoperative bowel obstruction of appendectomy because of the staples in pediatric patients source: https://doi.org/10.1016/j.jss.2020.05.001, volume 254, p314-317, october 01, 2020, elsevier inc.(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
According to literature source of study performed from 2014 to 2018, a retrospective chart review was performed of pediatric patients undergoing a laparoscopic appendectomy that experienced a subsequent small bowel obstruction (sbo) within 6 weeks of surgery. Six out of 793 patients were included in the review. Post-operatively, it was reported one patient remained hospitalized for persistent ileus, and 3 patients required urgent surgical exploration after initially being treated with gastric decompression and fluid resuscitation for symptoms associated with a sbo. Two of the 3 patients had ischemic bowel, one was due to a twisting loop of small bowel, and one was due to an internal hernia due to adhesions from the staple line to the terminal ileum. The author noted staples that were dropped within the abdominal cavity at the initial surgery were the culprit in 4 of the 6 patients and these patients required removal of the foreign body. All patients underwent imaging to support the diagnosis of a sbo. It was reported one patient had a dropped staple that caused kinking of the bowel around an inflammatory mass. Following the surgical intervention for treatment of the sbo, one patient had a second sbo that required additional surgical intervention. At re-exploration, this patient was found to have a staple unfurled at the end of the staple line for the appendectomy, causing an adhesive band to the small bowel mesentery.